Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The user report of device displayed a b40 error due to printed-circuit board failure was confirmed. Additionally, a software upgrade was recommended. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the evis exera iii video system center displayed a b40 error during preparation for use. There was no patient injury or harm reported to olympus.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Two requests for additional information have been emailed to the customer. If additional information becomes available this report will be supplemented accordingly. The root cause of the issue could not be conclusively specified. It is likely that the age of the device contributed to the printed-circuit board failure. Six years had passed since the subject device was delivered, and deterioration of the device contributed to the printed-circuit board failure. Accidental malfunction was also likely.